Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a thrombus and embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A 27mm watchman ® laa closure was released. However, there was a clot that strung between the left ventricle (lv) and the aortic valve (av) where it embolized. The patient was placed on a heparin drip to help resolve the clot. At the time that the patient was discharged the clot had resolved. No further patient complications were reported and the patient status is stable.